Manufacturer narrative:
(B)(6) 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly soon after a pacemaker implant the pt suffered dizziness and fainting due to bradycardia. The device was subsequently explanted. It was noted that pacemaker control was never previously performed.